Manufacturer narrative:
Concomitant product : imk49jb53 lead, implanted (B)(6) 2000, product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed high capture threshold.

Event description:
It was reported that the left ventricular lead threshold was varying. It was also reported that a holter monitor strip showed no right ventricular response after atrial pacing spikes. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.